Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received failed battery test alarm and buttons were not working. Customer¿s blood glucose was unknown. Troubleshooting for failed battery was done and customer was advised to revert to back up plan per health care professional's instruction. Customer declined troubleshooting for keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm. Unit received with intermittent act button response due to flattened button keypad dome. The button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window, cracked lcd window and dog chew marks.